Manufacturer narrative:
On (B)(6) 2020, the distributor confirmed that the device was not returned for evaluation. The device was tested by a 3rd party servicer on (B)(6) 2020. The device passed the flow rate test. The flow rate deviation was within the +/- 5% specification. The reported issue was not confirmed.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and reported that "pump 504820 was finishing infusions 15 minutes to fast". The device operator was a registered nurse. Medication being infused was sarclisa. There was a patient involved. The patient was not harmed or injured.